Manufacturer narrative:
B3 - date of event: event date not provided and estimated to (B)(6) 2021. Device eval by MFR: the device was received and analysis was completed. Only a main coil was returned for this complaint, it was found semi inside and stuck within a non-bsc catheter. The main coil was observed kinked and stretched. Blood was observed. No more damages were found. Microscopic inspection revealed the zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection revealed the distal and proximal fiber bundles were less than device specification.

Event description:
It was reported that the coil broke. An interlock cube 10mm x 40cm coil was selected for use in an embolization procedure. During use, it was observed that the coil broke. Another device of the same model was used to complete the procedure. There were no patient complications.

Event description:
It was reported that the coil broke. An interlock cube 10mm x 40cm coil was selected for use in an embolization procedure. During use, it was observed that the coil broke. Another device of the same model was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Date of event: event date not provided and estimated to (B)(6) 2021.